Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation and found a faulty video control board. The board was removed and replaced. The system was tested and operated as intended.

Event description:
The customer reported the 9800 system displayed dark and distorted images. No patient injury was reported.